Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced an occlusion alarm with the infusion set that resolved only after changing supplies, after which replacement infusion sets were arranged; the user noted blood glucose rose to 170 mg/dl, and the device problem was consistent with obstruction of flow associated with the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed findings consistent with a deformation problem, aligning with an obstruction-of-flow issue at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.